Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a female patient (age unknown), the device was unable to obtain an ECG signal via electrode pads . Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
A zoll representative was onsite and evaluated the device. The device performed to specification. The device was put through extensive testing including ECG testing without duplicating the report. The device passed testing and was returned to normal operations. Review of the log did see evidence of the reported problem but does not indicate a device malfunction. The device log showed that the device was in a lead fault condition as the cause of the no signal, dotted lines due to poor coupling. The log showed a patient impedence when using pads, then the view was switched to leads and the ECG was intermittent due to lead fault. Throughout the case, ECG lead signal appears to be intermittent as well as during pacing. Analysis of reports of this type has not identified an increase in trend.